Event description:
A 65-yr-old female status post placement of silicone gel implants in 1976. The pt is unsure of type of implants other than that they are silicone, but feels they may be this MFR's (previous records are unavailable). Preoperative exam showed evidence of bilateral capsular contracture. Mammograms showed no evidence of masses of the breast tissue. On 12/1/95 pt underwent bilateral removal of ruptured implants and bilateral capsulectomies.